Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical investigator reported via phone call that the subject experienced diabetic ketoacidosis. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer had a device performance issue, test result entry was 3.1 and ketones got high that it was the problem. Customer states time using consumables and product return status was unknown. The insulin pump will not be returned for analysis.